Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that the pacing capture threshold in the right ventricle was elevated. Concomitant product: ddbb2d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. The rv lead had high thresholds, non-sustained ventricular tachycardia (nsvt) episodes confirmed to be noise, slight noise when the patient rotated their arm, and a possible fracture. The physician noted that an x-ray revealed a damaged area of the rv lead around the subclavian. The rv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.